Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info or if the device is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during a robotic-assisted laparoscopic abdominoperineal resection, the lower grasper tooth broke off inside the pt. An x-ray was performed during the procedure where the broken piece was confirmed to be inside the pt. The broken piece was retrieved and the procedure was successfully completed. No pt injury was reported.